Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring.